Manufacturer narrative:
Other devices listed in this report: cat. No.: 542-11-62h, trident psl with purefix ha 62mm, lot code: 33781901. Cat. No.: 2030-6530-1, 6.5 cancellous bone screw 30mm, lot code: mkhkwx. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient's implants were removed due to infection status post revision. Total hip replacement 5 years ago.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been no other similar events for the reported lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by (B)(4). If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient's implants were removed due to infection status post revision. Total hip replacement 5 years ago.